Event description:
It was reported that during a device replacement procedure. The pulse generator exhibited backup vvi mode after exposure to electrocautery. The device was successfully explanted and replaced as planned.

Manufacturer narrative:
.